Event description:
Alleged while attempting to remove the bed from all motor lockout, the facilities biomed saw a puff of smoke but no visible flame.

Manufacturer narrative:
Repairs have not been completed.